Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) confirming that the patient was experiencing the lag issue. The issue resolved after troubleshooting but does return.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient's handset had been acting up on her. The patient stated they called previously and they went over how to empty the memory and that helped quite a bit. The patient mentioned they had dropped the handset a couple of times. The patient stated this all started about a month ago. The patient then stated she went in and cleared the data and there were quite a lot of text files and the power on the device was at 50% and they got it up to 100% and it worked "pretty good" but now it was starting to act up again. The patient was transferred to mobility for the handset concern.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.